Event description:
Supplemental follow-up MDR report is being submitted due to the receipt and evaluation of the complaint device on 23 march 2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We have encountered a problem when releasing the evo-fc-10-11-8-b, no opening of the prosthesis. "As per cc form": doctor removed full covered metallic stent. They opened the stent package and stent seemed ok. They pressed the button before to introduce stent through the scope channel. Then they introduce guide wire in the stent without any pb. They introduced all system into the scope channel, scope was on normal position not too much bending. When system was in good position dr asked to the nurse to deploy stent, she started to deploy the stent but nothing happened she could press the button but stent stayed into the catheter, impossible do deploy it. They removed all the system from the scope and checked it on the table. Problem was same. They decided to use another stent and they could finish examination without any pb. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-8-b device of lot number c1935389 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 23rd mar 2023/ on evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ directional button in deployment position. ¿ safety wire in place. Red marker at 16th dimple. ¿ flexor broken at clear section. Kink observed on flexor approx 100cm and 131cm from white tip. Functional inspection: ¿ handle actuating with slight resistance for deployment and recapture. ¿ unable to deploy stent. Safety wire released without issue. Note 1: as the kinking and breaking of the flexor was not mentioned in the customer testimony, attempts to get additional information were made with no additional information from the customer/rep received. Should the information become available, this file will be re-opened and investigated accordingly. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous patient anatomy. Resistance could have possibly been encountered during advancement and/or deployment and the torturous path may have caused a kink in the flexor and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking. This would explain the inability to deploy the stent outside the body in line with the customer testimony and the lab evaluation findings. Additionally a possible root cause could be attributed to the position of the elevator, it¿s possible that the flexor got pinched by the elevator creating a weak point and breaking on deployment. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Summary of investigation: as per the rep/customer testimony, when the nurse attempted to deploy the stent, the trigger was oppressed but the stent was not releasing from the system. When the system was removed from the patient, the doctor attempted to deploy the stent on the table with no success either. A replacement device was used to finish the procedure. Confirmed quantity of 01 used device. The investigation findings concluded a possible root cause of torturous patient anatomy resulting in a kink in the flexor, and possible continued attempts to deployment could have resulted in a build-up of pressure resulting in the flexor breaking at the kink site, thus causing the deployment issues explained by the customer/rep. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-oct-2023.